Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation results of stent barb torn. Block h10: an advanix biliary stent was received for analysis. Visual inspection was performed and found the advanix stent was kinked, the stent tip was stretched (deformed), and the stent barb was torn. No other problems with the device were noted. The reported event of stent kinked was confirmed. The investigation concluded that the damages found on the stent were most likely due to procedural factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician or the amount of force applied to the device, which could have contributed to stent barb torn, stent kinked, and stent tip stretched. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the common bile duct during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2023. During the procedure and inside the patient, the stent was kinked. There were no known patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results which revealed the stent barb was torn. Please see block h10 for full investigation details.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the common bile duct during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2023. During the procedure and inside the patient, the stent was kinked. There were no known patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation results which revealed the stent barb was detached.

Manufacturer narrative:
Block h6: device code has been updated. Imdrf device code a0401 captures the reportable investigation results of stent barb detached. Block h10: an advanix biliary stent was received for analysis. Visual inspection was performed and found the advanix stent was kinked, the stent tip was stretched (deformed), and the stent barb was torn (detached) and was not returned for analysis. No other problems with the device were noted. The reported event of stent kinked was confirmed. The investigation concluded that the damages found on the stent were most likely due to procedural factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician or the amount of force applied to the device, which could have contributed to stent barb torn (detached), stent kinked, and stent tip stretched. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/ product label.